Manufacturer narrative:
Patient information now provided.

Manufacturer narrative:
The correct lot number was provided. The associated device manufacture date was provided.

Event description:
A medtronic representative reported that, while in a posterior cervical procedure, a drill-bit was bent. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Device manufacture date not available at time of this report. A medtronic representative following-up, reports the non-navigated vertex select bit was used. The 2.4mm drill bit was not damaged during direct use on the patient. It was bent during the procedure but on the back table so it was not used on the patient. Suspect device has not been returned to manufacturer for evaluation. Not returned to manufacturer.